Event description:
It was reported that high voltage therapy instead of anti-tachycardia pacing was delivered during supraventricular tachycardia episodes as the device had reached normal end of life. The device was explanted and replaced and the patient was in stable condition.